Manufacturer narrative:
It was previously reported that deflation difficulties occurred in approximately 10 cases where sc solarice and nc solarice balloons were used in calcified lesions where high pressure was used. However, it was reported that the issue was that the guidewire was sticking to the balloon. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician experienced deflation difficulties in approximately 10 cases where sc solarice and nc solarice balloons were used in calcified lesions where they used high pressure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.